Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 1600 mg/dl; cause was unknown. The customer went to the emergency room (ER) and was subsequently hospitalized. The customer declined to provide additional information regarding the issue.